Event description:
While the unit was in use on a pt, the unit gave a low battery warning. The pt was switched to another unit and therapy was continued. The unit would not run on ac power or charge the battery. No pt injury was reported.